Event description:
It was reported, that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited a high capture threshold. The physician decided to replace the atrial lead. However, during the procedure, the setscrew of the pacemaker had some anomaly. The physician explanted and replaced the device and the atrial lead. The patient was stable.

Manufacturer narrative:
Further information requested, but was not received.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.